Manufacturer narrative:
Device manufacture date: january 4, 2016 ¿ january 5, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a large volume infusor. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.